Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited increased capture thresholds. Further review revealed that the lead had perforated. On (B)(6) 2017, the lead was capped and replaced. Patient was stable during and after the procedure.